Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The device was not returned for evaluation. Therefore, the investigation will be inconclusive for the reported rupture. The definite root cause could not be determined based on the available information. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the hickman cv catheter, dual-lumen, 7 f products that are cleared in the us. The pro code for the hickman cv catheter, dual-lumen, 7 f products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0600570ce chronic catheter allegedly fractured. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.